Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Dealer stated the wire coming in from the power is fried. Dealer stated there are exposed wires with shrink wrap over it that's burnt.